Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The complaint regarding broken cable was confirmed by failure analysis.